Manufacturer narrative:
(B)(4) catalog number (B)(4) is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. A bezoar and a knotted tube are known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced abdominal pain. On 19-mar-2018 an endoscopy was performed and a bezoar and knotted j tube was identified.